Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident may have been procedure related. Per the IFU, vascular perforation or dissection is an inherent risk of any electrode placement.

Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred. The patient was heavily anticoagulated to achieve a therapeutic act level. While ablating around the right pulmonary veins with a flexibility ablation catheter, the patient became hypotensive and tachycardic. An echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed and anticoagulation was reversed; however, the pericardial effusion continued. The patient was transferred for surgical repair of a cardiac perforation noted to be in the anterior carina region between the right pulmonary veins. The patient was stable following surgery. There were no performance issues with any sjm device.